Event description:
A webform complaint was received in which an adhesive issue was reported with the adc sensor. The sensor prematurely detached after customer bumped into a wall after less than 1 day of wear. Customer was unable to obtain readings and monitor glucose levels and required treatment of insulin\glucagon or other medication provided by a medical professional (doctor, nurse, paramedic, firefighter). No further details were reported.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which an error message was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer was unable to self-treat, requiring third-party administration of insulin\glucagon or other medication provided by a medical professional (doctor, nurse, paramedic, firefighter). No further details were reported.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit indicated by the serial number provided by the customer were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section b-5 ( describe event or problem), d-4 (expiration date), h-4 (device mfg date) and h-10 ( additional mfg narrative) were incorrectly documented in the previous initial report. Sections have been updated.